Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that their device would not power on after replacing the battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/29/2013 with the following findings: rebooting was observed in the black box. The rebooting is preceded by a replace battery alarm on (B)(6) 2013 12:04am. The voltage in the black box is low. Black box shows time and date resetting to default following a power on reset. Battery compartment is cracked. Corrosion observed in battery compartment. Battery cap not available for testing so a test cap was used for all investigation steps. The test battery cap was able to attach securely to pump. Pump powers on normal with no alarms. The pump was exercised for 24 hrs with no alarms or power issues occurring. The battery was removed. Pump left without power for 10 minutes; when pump powered on it had returned to default time and date. Leak test verifies leak in battery compartment. The pump was opened and no further evidence of moisture damage was found. No damage was found to the power circuit. The internal battery found to be leaking. The display is dim; the letters have a red hue. Setting the contrast to the highest setting did not improve the display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).